Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device interrogation post-implant procedure, the device exhibited crosstalk episodes due to atrial pacing. A lead placement check and programming changes were recommended. The event was resolved without any further interventions.